Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer did not receive a low battery alert prior to the replace battery now alarm. Troubleshooting was performed the insulin pump will need to be replaced. The customer's blood sugar was 98 mg/dl.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump powered up properly after battery installation. No greyed out areas of the display noted. Insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Power graph analysis confirmed low battery alarms and an abnormal loaded voltage (loaded vlith) at the power management graph due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump was received with scratched case, missing display window cover, pillowing keypad overlay, and minor scratched lcd window.